Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient reported, "started having pain, difficult urinating, painful sex, hip pain, leg, back pain. Difficult sitting / standing long term. Can't drive for long periods of time, can't bicycle, limit physical activities, then experience leakage, went to doctor. They said nothing wrong. Sill had side effects. In 2018 went to doctor about pain and bloody discharge. He removed mesh that ended and caused damage. Nerve damage, urinary retention.".